Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 12-year-old female child patient faced leakage at the site of insertion due to which she experienced high blood glucose level. Therefore, they changed the infusion set, but on (B)(6) 2023, the patient was admitted in the emergency room. Her highest blood glucose level was 600 mg/dl and had moderate ketone level which the healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion had been used for about 8 hours and the site location was patient's abdomen. During hospitalization, the patient received fluids of saline, insulin intravenously as corrective treatment and multiple daily injection which resolved the issue. On (B)(6) 2023, the patient was released from the hospital.  No further information was available.